Manufacturer narrative:
On (B)(4) 2017, the pas visited the laboratory in order to provide applications support. The pas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded the corresponding ethanol concentration calculated by the instrument software in each bottle. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit in bottle 4 only. The ethanol concentration in bottle 4 was measured as 86% and calculated ethanol concentration was 95%. However, a discrepancy between the measured ethanol concentration and that calculated by the instrument software was noted for a number of bottles. The pas documented that the sub-optimal tissue processing identified may have been derived from up to eight (8) processing runs. The following information was obtained from evaluation of the instrument logs by the manufacturer: bottles 2-16 inclusive were each not in contact with the corresponding sensor for a period of more than 20 seconds but less than one (1) minute between 12:05pm and 12:18pm on (B)(6) 2017, which is not sufficient time to replace any of the reagents. The station properties for bottles 1-16 inclusive were reset between 12:05pm and 12:19pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. A user affirmed in the instrument software that the default concentration of 100% was to be set in each instance. Bottles 1 (formalin), 3 (ethanol) and 13 (xylene) were each subsequently not in contact with the corresponding sensor for a period of more than one (1) minute between 13:56pm and 14:04pm on (B)(6) 2017, which is sufficient time to complete replacement of these reagents; and the station properties were reset between 13:57pm and 14:04pm on (B)(6) 2017. A user affirmed in the instrument software that the default concentration of 100% was to be set in each instance. Review of the reagent used for the final dehydration step in the eight (8) protocols from which the sub-optimal tissue processing may have been derived shows that the reagent in bottle 8 (ethanol) was used for the final dehydration step in the "dhm 6 hr protocol" started in retort b at 05:06am on (B)(6) 2017 only. The calculated ethanol concentration in bottle 8 was 89.6% prior to resetting the concentration to 100% at 12:11pm on (B)(6) 2017 without having removed the bottle for sufficient time to replace the reagent; and was measured as 94% following processing of the 141 cassettes, which comprised the "dhm 6 hr protocol" started in retort b at 05:06am on (B)(6) 2017. The ethanol concentration in the bottle used for the final dehydration step in the remaining seven (7) protocols was either greater than or equal to 98%. Based on this information it was considered that the sub-optimal tissue processing reported was likely derived from the "dhm 6 hr protocol" started in retort b at 05:06am on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "dhm 6 hr protocol" started in retort b at 05:06am on (B)(6) 2017. Although the facts suggest that manual replacement of the reagent in bottles 2 (formalin), 4-10 (ethanol); 12 (xylene), 14 (xylene), 15 (cleaning xylene) and 16 (cleaning ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, only the reagent in bottle 8 (ethanol) was below the minimum final reagent concentration required for ethanol of 98%. The reagent in bottle 8 (ethanol) was used for the final dehydration step in the "dhm 6 hr protocol" started in retort b at 05:06am on (B)(6) 2017 only. The root cause of the sub-optimal tissue processing reported was likely a use error, which occurred at 12:11pm on (B)(6) 2017 when the ethanol concentration in bottle 8 (ethanol) was reset to 100% without removing the bottle from the instrument for sufficient time to replace the reagent. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
A leica biosystems product applications specialist (pas) received a complaint that sub-optimal processing of tissue samples had been identified from a processing run(s), which completed on either (B)(6) 2017. The pas documented the following additional information: "tissue lacked nuclear detail and obvious blue huing. Specimens were fine to cut however the morphology was poor. Customer mentioned that for some specimens morphology improved when block was recut and stained however there are some biopsies that are still currently not diagnosed." On (B)(6) 2017, the complainant provided the following information to the pas regarding the final status of the tissue samples exhibiting sub-optimal tissue processing: "from what I believe all the cases have now been reported with a diagnosis. I do believe some reports went out with a comment about processing artefact making some interpretation difficult."